Event description:
It was reported a patient experienced peritonitis manifested by pain coincident with peritoneal dialysis (pd) therapy. On an unspecified date previous to the peritonitis, the patient?s dog bit through the drain line. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was discharged from the hospital after five days and no longer had pain. The patient was still taking antibiotics and was still recovering at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on h12l11074, h13d25038, h13e17016, h13a04047, h13d08067 and h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. If any relevant information is obtained, a supplemental report will be submitted. (B)(4).